Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc would not start. Upon functional testing, the fse determined that the reported issue was due to defective host pc. As a part of repair activity, the fse replaced host pc and hard disk drive (hdd). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that host pc did not start. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.